Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out, inappropriate shocks were observed due to a small signal prior to conducted r-waves. Similar episodes were observed when the rv lead was connected to a new device. Programming changes were made. Lead remains implanted.